Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) and (B)(6) 2020 due to episodes of atrial fibrillation. The physician commented that the pacemaker system was not functioning correctly. On (B)(6) 2020, the pacemaker system was replaced.

Manufacturer narrative:
Correction: b1 - should be "product problem" only, b2 - should be blank, h1 should be "malfunction."

Event description:
New information received stated during the procedure, it was discovered that the pacemaker had broken set screw. The physician was unable to insert new leads into the device and it was replaced. The patient was fine before and after the procedure. The device was retained by the hospital.

Event description:
New information received from the hospital facility noted that the patient presented to the emergency room and was admitted on feb. 3rd - feb. 4th and again on feb. 5th - feb. 6th due to symptoms of shortness of breath, weakness, near syncope, wide qrs complex tachycardia, palpitations, and atrial fibrillation with rapid ventricular response. Upon further examination by the physician during admission on feb. 4th, it was determined that the patient symptoms were caused by a reaction to flecainide. The patient was treated with metoprolol and observed overnight which her symptoms improved and she was discharged. However, she presented again on feb. 5th with similar symptoms due to inadvertently taking flecainide. After the medication was discontinued and she was provided with metoprolol and eliquis, her condition improved. There was no indication of pacemaker malfunction that induced the reported symptoms or subsequent admission to the hospital as the atrial channel was not active at the time.